Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use right ventricular (rv) lead intermittent pacing failure was observed, increased threshold, and drop in sensing. It was also reported that rv lead dislodge was confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.